Event description:
It was reported that the lead had dislodged back in 2008. The patient was programmed to right ventricular pacing only. The lead was explanted and replaced on (B)(6) 2012.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 79.3 cm to 80.7 cm from the connector pin. The redundant conductor insulation was intact.